Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visible inspection found the haptic torn and deformed with residue on the lens surface. Claim#(B)(4).

Manufacturer narrative:
Corrected to 'device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue on the lens. Visual inspection found the haptic torn and deformed with residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -14.00 diopter, implantable collamer lens was implanted into patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.